Event description:
Per implant-op notes: on (B)(6) 2006, the patient underwent a laparoscopic incisional hernia repair with a bard/davol composix mesh. On (B)(6) 2007, the patient underwent a left incisional hernia repair with a bard flat mesh. Per legal claim: attorney alleges that the patient required care and treatment prior to and on (B)(6) 2019. Attorney alleges that the patient was hurt and injured in health, strength and activity, sustaining injury to the body and shock and injury to the nervous system and person, all of which said injuries have caused and continue to cause the patient great mental, physical and nervous pain and suffering. The attorney alleges that said injuries will result in some permanent disability to the patient. It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, nervous system injury and pain. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard flat mesh. An additional emdr was submitted to represent the bard/davol mesh ¿ composix. Should additional information be provided, a supplemental emdr will be submitted.